Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high impedance, undefined impedance, noise, and was fractured. The lead was explanted and replaced. It was noted that the right atrial (ra) lead helix was bent. The lead was tested and all measurements were normal. The physician decided to continue using the lead. No patient complications have been reported as a result of this event.